Event description:
It was reported that a patient developed a pressure ulcer on a xprt mattress.

Manufacturer narrative:
Investigation underway. Mattress has not been returned to manufacturer for evaluation; no product malfunction has been alleged.